Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/24/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked. Evidence of moisture ingress was also found inside the battery compartment and on the battery cap. A leak test was performed and failed due to a battery compartment leak. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. This complaint is being submitted late as part of a retrospective review conducted for the new MDR monitoring report developed in CAPA (B)(4). The new MDR monitoring report is included in the animas 483 response related to MDR timeliness. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a battery compartment leak, and moisture ingress. This report is made based on results of investigation completed on 02/24/2014.